Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure (batch no. 919041) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pregnancy, dysfunctional uterine bleeding and gravida. Concurrent conditions included stomach cramps, irregular periods, musculoskeletal disorder, urinary tract pain, psychiatric disorder nos, irritable bowel syndrome, gastrointestinal pain, polycystic ovaries, rotator cuff tear and bedridden. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and endometriosis ("endometriosis"). The patient was treated with surgery (bilateral salpingectomy cystoscopy, laparoscopic hysterectomy). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain and endometriosis outcome was unknown. The reporter considered endometriosis and pelvic pain to be related to essure. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical record pelvic pain, endometriosis. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-jul-2019: quality safety evaluation of ptc (product technical complaint). Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure (batch no. 919041) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pregnancy, dysfunctional uterine haemorrhage and vaginal delivery. Concurrent conditions included stomach cramps, irregular periods, musculoskeletal disorder nos, urinary tract pain, psychiatric disorder nos, irritable bowel syndrome, gastrointestinal pain, polycystic ovaries, rotator cuff tear and bedridden. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and endometriosis ("endometriosis"). The patient was treated with surgery (bilateral salpingectomy cystoscopy, laparoscopic hysterectomy). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain and endometriosis outcome was unknown. The reporter considered endometriosis and pelvic pain to be related to essure. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical record pelvic pain, endometriosis we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.